Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/23/2015 with the following findings: on investigation, the alleged power issue was duplicated. Review of black box data found multiple power-on-reset events. The threads of the battery cap were stripped. The battery compartment was found to have cracked at multiple places, at the threads, on the side, above the grip pad and from below the grip pad to the case seal. The pump failed to power up using the returned battery cap due to the damages on the cap and compartment. Using test caps, the pump powered up with auditory and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump casing was opened and no intermittent conditions were found with the printed circuit board. Unrelated to the power issue, the display was dim and discolored.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the pump had lost power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.